Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during patient therapy and did not alarm to indicate the line was occluded above the pump. A patient was receiving norepinephrine at maximum dose plus two additional pressors (vasopressin and neo-synephrine) for blood pressure support. The pressors being titrated up based on mean arterial pressures (maps) from the arterial line. The infusion pump infusing the norepinephrine showed 'infusion complete' but the bag still had some volume so additional milliliters were programmed into the pump. A few minutes late the pump showed 'infusion complete' but the volume in the bag appeared to be at the same level. A nurse later noticed that the intravenous (IV) line was clamped above the pump and the patient had not been getting the medication the entire time, but the pump never alarmed 'upstream occlusion' to indicate the line was clamped. The event occurred in the surgical intensive care unit (sicu). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information a2, a3 and b5: 03 august 2021, medwatch form received from the FDA. Follow up for patient # 1, a 34 year old male. Additional information: e4. Additional information h3, h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The user facility submitted medwatch (B)(4) for this event.

Manufacturer narrative:
Additional information h3, h6 and h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log (ehl) review was performed. The event history log review revealed that the customer experienced multiple events of "upstream occlusion!" And suspended upstream occlusion alarms during the infusion on the reported event date. Per the spectrum operator's manual "the suspension prompt appears after two consecutive upstream occlusion alarms and a positive confirmation on the check flow display screen. This dialog allows the user to suspend the alarm for the currently programmed infusion." And issues the following warning for upstream occlusion alarm suspension: - upstream occlusion alarm suspension feature should not be used when delivering critical drugs where the risk of flow stoppage due to undetected upstream occlusions outweighs that of flow interruption due to nuisance upstream occlusion alarms. -upstream occlusion alarm suspension feature should not be used for drugs delivered in rigid containers since the flow restrictions caused by lack of proper container venting may be difficult to recognize when troubleshooting an alarm condition. -upstream occlusion alarm suspension feature should only be used after the operator visually observes positive line flow." The customer reported that the line was occluded by the slide clamp and the history log review revealed that the pump alarmed "upstream occlusion!" Multiple times. The user then suspended "upstream occlusion!" Alarms for part of the infusion. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.